Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, customer was unable to reset pump due to lack of power source. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received.